Event description:
Additional information received from the consumer reported it was unknown if the death was related to the device.

Event description:
A consumer reported a patient was (B)(6) and their husband quit helping them take care of their system so they "didn't keep up with it," and died. The consumer wanted to know what they needed to do to "keep up with it."